Manufacturer narrative:
This is a final report. The meter (B) (4) and test strip lot 0914931 was returned. The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. According to the internal memory log of the meter, the reported readings could be found on (B) (6) 2010 within 10 minutes. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer did not use the correct site to obtain a blood sample. The customer received education on the correct testing site.

Event description:
A customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 441 mg/dl and 55 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.